Event description:
St jude unify crt-d implanted in (B)(6) 2012, chest continuously jumped and was inappropriately shocked with 700 volts. Was told by my doctor it was my fault from doing too much too soon and sent home. About 2 weeks later was shocked again with 700 volts. Went back to doctor he was on vacation, so st jude rep tested it and realized something was very wrong, in which she turned off the defib part and spoke to doctor on call which instructed us to go to the hosp. Dr (B)(6) went in and replaced a lead and tested it and something was still wrong. They concluded it was not the leads or what I had done. It was a faulty generator all together, which they replaced. I was told that it is very rare for one to be faulty, but I have read a lot of issues with these on FDA maude. I see some where death was the outcome. First device was model # cd3231-40q, serial no: (B)(4) was replaced with cd3231-40q, serial no: (B)(4). I don't see why there isn't a recall on these.